Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on 05/14/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/14/2015 with the following findings: on investigation, the battery compartment was found to have cracked in the threads area and below the grip pad. The u-groove was found to be damaged. The bolus button cover was torn while the button responded normally. The pump powered up properly. No tactile issue was found with the buttons. (B)(6).